Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator was experiencing constant pain in their rectum and was having accidents and frequent urination. The patient stated that they only felt pain when they increased the stimulation, but they only increased because they were having accidents at their previous level. They asked to have the program switched. Troubleshooting was performed and they switched programs, but it made their symptoms worse. They had increased leakage, so they were switched back to their previous program. The patient also stated that their charging puck did not fit in to their belt to charge their device, but they were instructed how to do so. The patient was diagnosed with a urinary tract infection about 2 to 3 weeks prior and underwent two rounds of antibiotics to treat it and was informed that it could contribute to increased leakage and urgency. Their programming was changed again. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with this neurostimulator was experiencing constant pain in their rectum and was having accidents and frequent urination. The patient stated that they only felt pain when they increased the stimulation, but they only increased because they were having accidents at their previous level. They asked to have the program switched. Troubleshooting was performed and they switched programs, but it made their symptoms worse. They had increased leakage, so they were switched back to their previous program. The patient also stated that their charging puck did not fit in to their belt to charge their device, but they were instructed how to do so. The patient was diagnosed with a urinary tract infection about 2 to 3 weeks prior and underwent two rounds of antibiotics to treat it and was informed that it could contribute to increased leakage and urgency. Their programming was changed again. There were no additional patient complications.